Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a small irritation on the side of her breast. A nurse applied a water based cream to the irritation. During a follow up call, the patient reported that the irritation had improved.